Event description:
During a low anterior resection, fired device and the staples didn't form on the outer diameter of the device (inner staples were ok). Bleeding was seen (not substantial). Another same like product used to complete. Did not staple over the top of pre-existing staples. Patient ok. A 30 min delay.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.